Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 516mg/dl and the pump alarmed no delivery. Customer's blood glucose was 350mg/dl at the time of the call. Customer indicated symptoms of grumpiness and indicated that an infusion set change did not lower their blood glucose. Troubleshooting found that the cannula was bent and that the customer previously had bent cannulas with other infusion sets. Customer indicated that the alarm was resolved by a complete set change. Customer declined further high blood glucose troubleshooting. No further details given.